Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, log review, a search for similar complaints, and a review of labeling. Return material was not available. Review and comparison of the provided pressure monitoring traces indicates that the first aspiration of this sample was more viscous than the subsequent aspiration. This is consistent with a clot or fibrin being present in the sample at the outset. A review of tracking and trending did not identify an adverse trend for issue observed by the customer. No other similar complaints were identified with this reagent lot number. Labeling was reviewed and found to be adequate. Based on this investigation this appears to be a sample specific issue. Based on the available information no deficiency of the clinical chemistry bilirubin assay, reagent list number 06l45, lot 50497uq12, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated bilirubin result while using the clinical chemistry total bilirubin assay. The customer indicated due to the elevated result an infant was admitted and underwent unnecessary light therapy treatment. The customer provided the following data: (B)(6) 2017: initial 320 umol/l, after about 2 hours a new specimen was tested and generated a result of 180.3 umol/l. The original specimen was retested generating a result of 182 umol/l. No information was provided whether the photo light therapy caused any side effects.